Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that the user experienced difficulty loading a new cartridge and reported having to use more force to load/unload the cartridge. Reportedly, there was slight damage around the guide rails of the pump. The user's blood glucose (bg) level ranged from 280 mg/dl to 320 mg/dl with trace ketones. The user addressed bg level with a manual injection. There was a delay in clearing the alarm; however, insulin delivery was resumed. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions (cartridge not fitting/damage around guide rails) was verified. Additionally, the alleged malfunction (altitude alarm) was identified in the pump logs; however, no failure was identified.